Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient device tracking form submitted to abbott from the hospital indicates that on (B)(6) 2018, a 21mm trifecta valve was implanted. A note on the form states that the patient died the night of the implantation with no additional details. Additional information has been requested.

Manufacturer narrative:
Event description updated with additional information was requested, but not made available.

Event description:
A patient device tracking form submitted to abbott from the hospital indicates that on (B)(6) 2018, a 21mm trifecta valve was implanted. A note on the form states that the patient died the night of the implantation with no additional details. Additional information was requested, but not made available.